Event description:
The customer reported that an 840 ventilator had a blank screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cup pcb and gui to bd cable. The unit passed extended self-testing.